Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subtreshold lead impedance on (B)(6) 2010 02:15:04. Weekly pace lead impedance trend data shows an increase for min and max rv (right ventricular) pace=1312 to 16240 ohms peak between (B)(6) 2010 and (B)(6) 2011. Ventricular short interval count v-sic=8.0 counts avg/day, in 16.72 days, between (B)(6) 2011 18:30:23 and (B)(6) 2011 11:46:46. Weekly trend data shows an abrupt baseline impedance increase for min and max lv (left ventricular) pace=252 to 552 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was oversensing. The left ventricular (lv) lead impedance increased. The rv lead was capped and replaced while the lv lead remains in use. No patient complications have been reported as a result of this event.